Event description:
It was reported that the pt status post distractor implantation was brought back for distractor revision. The parents stated the distractor was easy to activate but did not appear to be advancing. Pt had an x-ray that showed the footplate's and screws are intact. The distractor was checked and the first few turns were easy and subsequent twelve turns had moderate resistance. Surgeon removed the flexible extension and replaced with a rigid extension. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplement MDR. Manufacturing evaluation reported the sample was received and visual inspection noted both inner and outer assemblies intact. The silicone tube was not returned. Parts do not show wear and function as designed. The returned parts met manufacturing specifications. The reported failure is not related to manufacturing. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.